Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds, the lead was inspected under fluoroscopy and there was no anomaly related to the high thresholds. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture thresholds. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.